Event description:
Lab originally called to report that one erroneous elevated accutni result was reported outside the lab. After repeating additional patient samples, four patients were identified as having had erroneous elevated results. One sample showed an erroneous ckmb as well. Customer reports that erroneous results did not impact patient care. Bci has not received any reports of adverse outcomes to any patients. Investigation revealed that the failure of the sensor for the wash pump resulted in the erroneous results. Service replaced the wash pump home sensor.